Event description:
The physician attempted to insert the lead into the introducer and was unable to. A 7-french peel-away sheath was used.the physician is very experienced with implanting leads and would like the lead sent back to guidant as defective. The physician used another manufacturer's lead to complete the procedure. There were no problems with the patient outcome.